Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -10.50/+2.5/088 (sphere/cylinder/axis) implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. The patient is experiencing pain over the inner eye for nearly 10 months. "Uneventful surgery, good vision, good positioning and good vaulting, clear cornea, clean lens, no pigment dispersion" was reported. Lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.